Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the total number of patients who experienced wound dehiscence at knot areas, with puss 3 weeks post-op? Please provide the following information for each patient event: total number of patients - the dr did not indicate the amount. Procedure name(s) and date(s) - not supplied by dr. Product code(s) and lot number(s) - this could not be supplied. Patient consequences and subsequent intervention to treat the adverse. Consequences - manage dehiscence post op procedure by cutting out the knot and manage the wound post op. Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions - according to dr all ages and mainly female indian black and white patients (i.e. Allergies, history of reactions) not mentioned. Have any of those patient events been previously reported to ethicon? If so, please provide the relevant reference number(s).yes. Did the sutures break during the same procedure(s) where the patient experienced wound dehiscence at the knot areas, with puss 3 weeks post-op? - not mentioned only post op at knot areas. Is the suture breakage a separate incident than the patient(s) experiencing wound dehiscence at the knot areas, with puss 3 weeks post-op? If so please provide the following information: total number of patient procedures where the suture broke - not supplied by dr. The quantity of sutures that broke per procedure - not supplied by dr. The product code(s) and lot number(s) - not supplied by dr. Procedure name(s) and date(s)- not supplied by dr. Patient consequences and subsequent intervention to treat the adverse consequences - knot was cut out and wounds was treated as per dr practice.

Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device product code associated with this event is not known. Three possible product codes are reported as follows: y266h manuf date unk; exp date unk, y426h manuf date unk; exp date unk, w3206 manuf date unk; exp date unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What is the total number of patients who experienced wound dehiscence at knot areas, with puss 3 weeks post-op? Please provide the following information for each patient event: a. Total number of patients b. Procedure name(s) and date(s). C. Product code(s) and lot number(s). D. Patient consequences and subsequent intervention to treat the adverse consequences. E. Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions). 2. Have any of those patient events been previously reported to ethicon? If so, please provide the relevant reference number(s). 3. Did the sutures break during the same procedure(s) where the patient experienced wound dehiscence at the knot areas, with puss 3 weeks post-op? 4. Is the suture breakage a separate incident than the patient(s) experiencing wound dehiscence at the knot areas, with puss 3 weeks post-op? If so please provide the following information: a. Total number of patient procedures where the suture broke. B. The quantity of sutures that broke per procedure. C. The product code(s) and lot number(s). D. Procedure name(s) and date(s). E. Patient consequences and subsequent intervention to treat the adverse consequences.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient experienced wound dehiscence and puss at the knot area approximately 3 weeks post procedure. The treatment was not reported. The patient current condition is unknown. Additional information has been requested.